Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, there was an issue with loading and firing the clips. The clip did not load into the jaws when the trigger was pulled. So the device was not used since it did not load. A second device was opened which had the same issue. A third device was used to complete the procedure. There was no patient injury.